Event description:
It was reported that an asymptomatic patient was presented to the clinic after receiving a patient notifier alert. The ventricular lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.